Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that their implantable neurostimulator (ins) was shutting off by itself since (B)(6) 2016. Patient stated a couple days post implant (B)(6) 2016. Patient noticed that they were going to the bathroom more yesterday (B)(6) 2016 and they checked their ins and it was off. Patient turned it back on and they checked ins today (B)(6) 2016 again and it was off. Patient turned it back on. Patient was advise to keep a track of ins status and let doctor know so they could test the ins. Patient had followup with doctor. Patient was implanted for gastrointestinal/ pelvic floor.